Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, coronary procedure was aborted in this system but was completed by using another device. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse had instructed the customer to open the m-cabinet and found that the host pc was powered up but there was no led (light emitting diode) lighting up and figured out that the host pc could be turned up manually. A field service engineer (fse) inspected the system onsite and was informed by the customer that the system took long time to boot up. Analysis of the system logs showed several connectivity errors between flexvision pc and host pc. Fse went ahead with replacing the flexvision pc, but the system was not booting. Further troubleshooting, fse found that the flexvision pc was not reachable and also diagnosis on the host pc revealed that the internal fan led remained on indicating a failure in the frontal fan of the host pc. Fse replaced the frontal fan of the host pc and also installed operating system (os) and application software on the new flexvision pc. However, the issue reoccurred. The host pc and hard drives were replaced. The host pc was returned for analysis and part analysis indicated that the hard disk drive (hdd) bay failed. . Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of the host pc and hard drives. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.